Manufacturer narrative:
Additional information received provided in sections h.11. The pneumatic module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. Testing was performed. The returned sample failed during smart vit testing due to a nonconforming vitrectomy valve component. The reported event was confirmed. The root cause of the reported events is attributed to a nonconforming vitrectomy valve component. The manufacturer internal reference number is: (B)(6). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during vitrectomy surgery, an ophthalmic system experienced an issue with the cutter, which stopped working. The cutter was replaced with a new one; however, the replacement did not function at all. There was no patient harm.this complaint pertains to ophthalmic system involved in the reported events.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. The company representative was able to replicate the reported event. The nonconforming pneumatic module was replaced to address this issue. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported events is attributed to a nonconforming pneumatic module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.